Event description:
Dealer called sunrise medical on (B)(6) 2013 to report a malfunction involving a quicke q7 wheelchair. The dealer alleges that the end user was lending back in his wheelchair when the folding backrest snapped. No injuries reported.

Manufacturer narrative:
Sunrise medical sent southwest medical a replacement backrest kit on (B)(4) 2013. Southwest medical will be making the necessary repairs to the wheelchair. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.